Event description:
Medtronic received information that during implant of this 29mm transcatheter bioprosthetic valve, after full deployment moderate paravalvular leak was noted. A post-implant balloon aortic valvuloplasty was performed with a 25mm non-medtronic (z-med) balloon. During deflation of the balloon, the temporary pacemaker lost capture and the valve was ejected out of the annulus. Subsequently, a second 29mm valve was implanted. No additional adverse patient effects were reported. Additional information was received that prior to the implant of the valve a pre-implant balloon aortic valvuloplasty (bav) was performed. Following the implant of the second valve (f064653) moderate paravalvular leak (pvl) was observed. Treatment was not reported. The patient was to be monitored. No additional adverse patient effects were reported. Additional information was received that at the thirty-day follow up appointment, the patient was asymptomatic. The pvl was assessed as mild-moderate. No intervention or treatment was required. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.